Event description:
It was reported that the bd intima-ii¿ closed IV catheter system experienced needle through tubing, and a broken needle. The following information was provided by the initial reporter: the nurse in the department of digestive inner diameter reported that everything was normal when the outer package was opened. After puncture, the needle was very astringent and could not enter the body normally. After complete withdrawal, it was found that the hose was separated from the needle core and the needle tip was split.

Manufacturer narrative:
Investigation summary: in response to the event reported by the facility a device history review was conducted for lot number 2137534. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally a photograph was provided clearly displaying the catheter tubing being punctured by the steel cannula tip. The issue has been confirmed. The affected sample was not returned for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Currently automated vision systems are installed to monitor the finished catheter units for any deviation from the center line that would indicate a pierce through, and a device manufactured with such a pierce though would not be capable of successfully puncturing a patient. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue.